Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 415 mg/dl at the time of the incident and current was 250 mg/dl which was treated with insulin pump. The customer reported that insulin pump was under delivering and had no delivery alarm during the therapy. The automode was not active at the time of high blood glucose. The customer was using the insulin pump within 48 hours of the high blood glucose. The device will not be returned for the analysis.